Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. A review of the provided medical records by a clinical consultant indicated that the root cause of the dislocation was a malpositioned shell. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened. Not returned.

Event description:
It was reported that there was a conversion to a constrained liner of the left hip due to dislocation.